Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this sensing of this right atrial lead decreased from 3.5 millivolts to 1.5 mv. A chest x-ray was taken and it was confirmed that lead was dislodged. This lead dropped to lower right atrium but functioning normally and physician opted to leave the lead as is and continue to monitor. This lead still remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.